Manufacturer narrative:
The device was in clinical use at the time of the reported event. There was no patient or user harmed. The device was evaluated by the customer and a philips remote service engineer. The caller is unable to power unit on and advised that the led lights are working, and unit is not charging the battery. The caller confirmed the part number of the power management (pm) pcba and requested onsite visit for pm pcba replacement. The philip's field service engineer replaced the pm pcba to resolve the reported issue. The unit passed the required tests for performance verification.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2020.

Event description:
The customer reported a ventilator is unable to be powered on. No information regarding patient involvement at this time. Additional information has been requested.